Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 700 mg/dl and large ketones. The customer was treated with an intravenous fluid drip, and was released from the ER 8 hours later. Upon being released from the ER customer¿s bg level was 166 mg/dl, and customer was in stable condition. Reportedly, the cause of the event was due to an occlusion alarm that occurred. The customer changed pump supplies to address the issue.